Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm. Surgical debranching of the left subclavian artery (lsa) was performed and the patient was implanted with conformable gore tag thoracic endoprostheses ((B)(4)). On (B)(6) 2013, the patient became hypotensive with bi-lateral extremity (ble) weakness and was admitted to the intensive care unit. The patient received pressors and a lumbar drain was placed.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lotd met all pre-release specifications. Devices related to this event include: tgu454520/11186846, tgu404010/ 11704653. Patient medical history includes but is not limited to: carotid disease, hypertension, chronic obstructive pulmonary disease, renal insufficiency, valvular heart disease, cardiac arrhythmia, cancer, prior endovascular taa repair,other stent placement:viabahn-right common fem & external iliac.

Event description:
On (B)(6) 2013, the patient became hypotensive.on (B)(6) 2013, the patient presented with bi-lateral extremity (ble) weakness and was admitted to the intensive care unit. The patient received pressors and a lumbar drain was placed.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm. Surgical debranching of the left subclavian artery (lsa) was performed and the patient was implanted with conformable gore tag thoracic endoprostheses (tgu404020/ 11133609). On (B)(6) 2013, the patient became hypotensive with bi-lateral extremity (ble) weakness and was admitted to the intensive care unit. The patient received pressors and a lumbar drain was placed. On (B)(6) 2013, the drain was capped and the patient was weaned off pressors. On (B)(6) 2013, the patient¿s lumbar drain was removed. The patient was discharged on (B)(6) 2013 to a skilled nursing facility due to continued ble weakness. It was reported that the patient continues to see improvement with continued physical therapy.

Manufacturer narrative:
(B)(4).